Event description:
Mother using home arac supplied by (B)(4). Arac gives IV slow push. About halfway through pushing the medication, mom was unable to advance plunger to administer all the medication. Attempted drawing back, pulsing but with no results. Equashield connector changed after verifying catheter was functional with blood return and flushing. 2nd equashield connector attached and again it did not work. 2nd rn at beside and changed equashield connector and was able to administer the remainder of the medication and patient able to receive full dose.